Event description:
The complainant stated the nurse call is not working.

Manufacturer narrative:
The tech isolated the issue to broken pins on the communication cable. The tech replaced the communication cable to repair the bed.